Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 or (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventrio st (device #2). The patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and ventrio st (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."